Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the swivel lock on mayfield modified skull clamp (a1059) does not fully lock and the rocker arm moves with resistance. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.

Manufacturer narrative:
Mayfield modified skull clamp (a1059) was returned for evaluation. Device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the evaluation of the returned device confirmed it did not meet all specific functional test. Machined the floating ratchet to bring it within tolerances and to remove movement in the lock. 80-pound torque knob tested to assure unit will achieve proper pound pressure. Root cause - the complaint was confirmed via inspection of the unit. Unit had movement in the lock and needed the floating ratchet machined within tolerances. Probable root cause is wear and tear of the device. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a